Event description:
The dealer states the crossbrace broke, the dealer states the customers wife alleges she noticed it when her husband was sitting in the chair. Using the chair approximately 3 months. No additional information given.